Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. After ablation of the left pulmonary veins, the doctor moves the catheter to the right veins with the catheter armed in basket position, to the right inferior pulmonary vein. After this the guidewire got stuck and the catheter acted strange. The catheter was pulled out of the sheath with the guidewire stuck inside. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.